Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The field service engineer performed preventive maintenance on the analyzer and renewed the blank cell calibration. Performance testing passed after the blank cell calibration. The investigation determined the service action of renewing the blank cell calibration resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 16.95 pg/ml. The sample was repeated twice, resulting in values of 8.57 pg/ml and 8.11 pg/ml. The troponin t reagent lot number was 52366901, with an expiration date of 31-jul-2022.